Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-70 serial #: (B)(4). Description: coveredge 32, 70 cm 4x8 surgical lead the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing numbness in the right leg due to a hematoma which developed five days after the implant procedure. The physician believed that the hematoma was the result of the surgery and not device related. The patient underwent an explant procedure and was doing well postoperatively.